Event description:
This hospital recently began using neo devices inc. 4.0 enteral polyurethane feeding tubes. Staff noticed that these tubes are cracking at the hub causing leaks and the need for early replacement of the tube. We were informed from master medical, distributor of neo devices that an air bubble in the mold of the polyurethane tube was causing the hubs to be weak and crack. Neo devices has temporarily supplied us with an universal feeding tube while they prepare shipment to replace the original inventory. Neo devices has indicated that they have created a reinforced hub for their enteral feeding tubes to prevent cracking in the future.